Event description:
It was reported the patient experienced a loss of therapeutic effect when she started her physical therapy. It was stated the patient had her device reprogrammed, but the pain relief "only lasted one day." The patient was referred to their health care provider. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)